Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open circuits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient reportedly experienced decreased performance. Programming adjustments had been made; however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.2. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. Additionally, a slice by the distal end of the small tubing was observed. Photographic imaging inspection confirmed broken wires by the transition joint of the large tubing and the fantail as well as by the distal end of the small tubing. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode array revealed broken wires between the case and the electrode ground ring were the result of fatigue stress. The device passed the mechanical tests performed. Sem inspection revealed evidence of fatigue breaks on the broken wire ends between the case and electrode ground ring. It is believed that the breaks caused the open circuits reported. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.